Event description:
The following has been reported: customer reported service needed msg on pump. He did test infusion and no issues. No report of patient harm or of the issue stopping active infusion. A preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
A test infusion was done by the customer with no issues. No pump was returned; therefore, the complaint could not be confirmed or refuted. An internal CAPA was opened to investigated the reported issue. A device history review was conducted and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. No actions at this time since pump was not returned and complaint was not confirmed or refuted.